Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's stimulation was ineffective. Although, it was previously reported adequate stimulation was captured for the pt via reprogramming, surgical intervention was undertaken to address the issue. It was reported the pt had effective stimulation postoperative.